Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) was not powering on and there were no lights on the power button. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle on all carts and ensured the blue fiber cables were securely connected with no change. The customer stated that the ssc appeared to have no power. The tse had the customer move the power cord for the ssc to a known working wall outlet with no change. The customer elected to get another ssc from a different system to continue with the procedure. The procedure was converted to another system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to another da vinci system by bringing in another ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced medical grade power supply (mgps) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) and the customer reported complaint was replicated. In-house fa installed power supply to printed circuit assembly (pca) xi system and unable to power up.